Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-11815. It was reported that vessel dissection occurred. In (B)(6) 2017, clinical status assessment indicated the patient's qualifying condition was unstable angina and the patient was referred for elective cardiac catheterization. The target lesion was located in the proximal left anterior descending (lad) with 75% stenosis and was 24mm long with a reference vessel diameter of 3.00mm. The target lesion was treated with direct placement of 3.00x24mm and 3.00x8mm study stents. Following post dilatation, the residual stenosis was 0%. On the same day, a dissection was noted at the proximal lad and an interventional procedure was performed. One day, post procedure, the patient was discharged on dual antiplatelet therapy.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the 3.00x24mm study stent caused the dissection which was treated with the 3.00x8mm study stent.